Event description:
The customer reported having high blood glucose. Troubleshooting was performed. The customer stated that she ate a biscuit and bolused for it, but her glucose level was at 300 mg/dl. Advised the customer that the bread does take a little longer to digest which could cause the blood glucose to elevate. Checked all programming, date, and time were correct. Ran a fixed prime test and the insulin exited. Performed a high pressure test twice and the insulin pump failed the test. Advised the customer to discontinue use of the device. During the call the customer stated that she was in the emergency room due to high blood glucose of over 500mg/dl the day before. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement testing. After testing, it was concluded that the device operated within specifications.